Manufacturer narrative:
Findings: unit received with currents in specification. No unexpected failed battery. Intermittent button response due to flattened esc keypad dome. Minor scratched lcd window, cracked case near display window corners, broken belt clip slot. Cracked reservoir tube lip. Keypad connector found close properly during visual inspection.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.